Event description:
It was reported that pump experienced malfunction alarm after customer had previously jumped into pool on an earlier day, and pump later had issues turning off, charging properly, and producing beeps or vibrations. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted with reset instructions, and troubleshooting without resolving issue. Technical support decided to send a replacement pump, ensuring it had updated software. Customer will rely on multiple daily injections as backup insulin therapy.